Event description:
Related manufacture reference number: 2017865-2023-23893. It was reported that the patient presented prior to generator exchange procedure. Upon interrogation, it was noted that the patient's right ventricular lead exhibited high capture threshold .during procedure, it was noted that atrial lead dislodged. The right ventricular lead and atrial lead were explanted and replaced on (B)(6) 2023. The patient was in stable condition.